Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) was frozen and unable to pump by pressing the start button. No harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Revert the contents of section a1 (patient ID) to blank. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a ccu charge rn, called the 1-800 clinical line first stating, ¿someone accidentally pressed the calibration button, and now the balloon pump is frozen.¿ the nurse stated that the balloon pump had not been pumping for approximately 15 minutes. The nurse reported no alarms had appeared prior to the issue. The nurse stated they had already troubleshot by pressing the start button multiple times and attempted to recalibrate the fo multiple times. There were multiple team members present, including the doctor, cardiologist, and it was hard to gather what had been done prior to the call. Since the pump would not start pumping by pressing the start button, the engineer recommended the nurse find a back-up pump while we troubleshot. A screenshot of the iabp revealed the pump was in semi-auto mode, using ECG trigger (lead ii), an ECG waveform with significant artifact, and a flat line on the balloon pressure waveform. The engineer recommended the nurse switch back to auto-mode, however the doctor stated he had attempted auto-mode first which did not resolve the issue. The engineer recommended replacing the ECG electrodes, placing doppler gel on the back of each electrode and then positioning them more anterior to ¿hug the heart¿ to increase conduction and remove the ECG artifact. The engineer explained to the nurse that the pump was using lead ii in semi-auto, and that the nurse should try another lead. However, before the engineer could further troubleshoot with the nurse or a second pump was found, the doctor requested the pump be turned off and back on. The nurse followed these instructions, and the pump turned back on successfully and recalibrated appropriately. A screenshot revealed appropriate waveforms and blood pressure indices. The doctor stated the plan was for the patient to be transferred to another facility for a higher level of care and that transport time would be approximately 30 minutes. The doctor stated that the patient would be transferred on the current pump, and the pump would be sent to biomed upon the return to the facility. The doctor did not want to replace the current console at that time. The engineer collected product surveillance information. The nurse reported no patient harm or injury. The engineer confirmed the nurse had direct contact information and asked the nurse to share with the rn that was transferring with the patient should he need any additional troubleshooting assistance. The nurse appreciated the support provided and had no other questions. The nurse called the engineer back directly and stated that there were multiple team members in the room, and it was hard to follow the recommendations that had been provided. The nurse reported that after hanging up from the first call, a team member noticed that a few EKG electrodes were not connected to the patient. The nurse stated they ¿fixed the ECG electrodes,¿ and that there had not been any issues since we had last spoken. The patient was in the process of being transferred to another facility. The nurse stated the pump would be sent to biomed upon return to the facility. The engineer also educated the nurse on the difference between auto and semi-auto modes, as well as basic counterpulsation education. The nurse appeared to understand and appreciated the support that was provided. The nurse had no additional questions and stated the pump would be sent to biomed once it had been returned to the facility.